Event description:
It was reported that the vns patient¿s device was found to be programmed to settings that are indicative of an interrupted system diagnostic test. The physician stated that the he did not program the patient¿s device to these settings. Attempts for additional relevant information will be made.